Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump had cracked case at display window corners, battery tube threads and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. Blood glucose level at the time of the incident was 415 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 202 mg/dl. The customer also reported that the insulin pump was cracked and was advised that the device would be replaced. Customer agreed to return the insulin pump for analysis.